Event description:
At implant noted that a "thickened area" near the proximal end "about where you would expect to see the suture sleeve" was not able to be moved. Physician questioned whether design changed. He utilized another suture sleeve and the lead was implanted.